Event description:
Clinic notes dated (B)(6) 2013 note that the generator is at end of life and will need replacement soon. It was noted that device diagnostics resulted in high impedance (dc dc code - 5). The patient was referred for surgery and underwent generator replacement. It was reported that lead was not replaced and that device diagnostics were within normal limits with the new generator and existing lead. It was reported that it is believed that the diagnostics that resulted in dc dc code 5 was a normal mode test rather than a system mode, but that was not certain. The generator was discarded by the explanting facility and will not be returned for analysis. The physician noted that the clinic notes that were provided did not indicate a report of a device complaint event associated with vns therapy. It was noted that the information contained in the clinic notes were intended to provide general information required for insurance purposes. The physician does not wish to be contacted regarding the clinic notes.

Manufacturer narrative:
.